Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Reportedly, hospitalization was due to absorption issues. Customer was treated with glucose and humalog while in the hospital. Customer was unable to provide infusion set manufacturer.